Event description:
After a records review in our maintenance management software (cmms), we have found a repetitive failure on the servo-I touch screens. There have been five different instances during the last 12 to 14 months where the touch screen of the ventilator stops responding to the user, rendering the ventilator inoperable. No patient harm was reported on all the instances, but the possibility for harm was present as the ventilators stopped working while in use. In order to correct the issue, maquet field service engineers (fse) replaced the touch screen panel part number 6670637, (touch screen incl. Frame, type 2). On one of the instances, the software needed to be reloaded as well. Manufacturer response for ventilator, continuous, facility use, servo-I base unit (per site reporter): manufacturer sent fse to repair the unit, touch screens were changed and a software upgrade was installed.